Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large unruptured aneurysm measuring 22mm located in the right mca (middle cerebral artery). The patient had a very tortuous anatomy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (3.50mm x 20mm) could not be advanced in the microcatheter. The second pipeline (3.50mm x 20mm) required balloon angioplasty (an option presented in the instructions for use, u.s.) On the distal portion to achieve full wall apposition. The patient was discharged on (B)(6) 2014. No patient injury was reported as a result of the procedure.